Event description:
The facility reported an infusion pump with over delivery. The event was reported to have occurred, biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although requested, no additional contact info was available.